Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a power error detected alarm and several insert battery alarms, change battery alarms, and low reservoir alerts. Customer reported that she did not check her blood glucose at the time of the alarm. Customer reported that she is without food and only on the basal. Customer stated that she had high blood glucose but was advised that the pump is working on the battery. Customer only had 1 alarm in the alarm history and was advised to disconnect from the pump. Troubleshooting was performed and the customer was advised to monitor the pump for 4 hours.